Event description:
It was reported that the patient was connected to the mobile power unit (mpu) when alarms started. Troubleshooting was attempted with the patient over the phone. The patient connected the backup system controller to the mpu, and it charged but when the primary system controller (B)(6) was connected to the mpu, a connect to power alarm occurred. The patient connected to the batteries with no issues. The issue was presumed to be due to the white power cable on the primary system controller. The patient was taken to the emergency department for a system controller exchange. When the power module at the hospital was connected white to white there was no data received. The system controller was exchanged to (B)(6), and the patient tolerated it. The mpu still alarmed when the patient connected it to the new system controller. The system controller (B)(6) and mpu (B)(6) were returned. The patient had log files prior to connection to the mpu and then after the connection. The event log files captured some atypical voltages when connected to the mpu. The patient received a loner mpu, and no further alarms occurred. Related manufacturer reference number: 2916596-2024-00243 ((B)(6)).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system monitor and the heartmate 3 system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded (d1180853) for review that showed events spanning approximately 8 days ((B)(6) 2023 ¿ (B)(6) 2024 per timestamp). The driveline was disconnected on (B)(6) 2024 at 14:45:56 for a system controller exchange. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The system controller was connected to a mock loop, test power module, and test system monitor. The controller ran the pump for an extended duration without any issue. The cables of the controller were manipulated while connected to the system monitor and communication between the devices remained established throughout testing. Issues pertaining to connect power alarms have been isolated to the mobile power unit (mpu) and are addressed via the mpu¿s investigation. A root cause for the communication issue was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use ( rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.